Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 27mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system within an existing surgical valve. The final implant depth was 5mm. All three retainer tabs were confirmed to were confirmed via imaging to be released prior to removal from the delivery system. The device was implanted. A few seconds post-implant the device migrated 2mm over the annulus. The gradient post-implant was 8mmhg. A second 23mm navitor transcatheter was implanted valve in valve. The physician believes the migration was due to the device size being too large. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of migration and off-label use was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that there were no intra-procedural difficulties, the implant depth was approximately 5mm from the non-coronary cusp (deeper than the recommended 3mm), there was sufficient calcium to allow anchoring of the device in the opinion of the user, and there were no difficulties deploying or retracting the valve. It was noted that the patient had an existing surgical valve, and the physician believes the migration was due to the device size being too large. No information was received regarding valve sizing. Based on the available information, the root cause of the reported event could not be conclusively determined. It is possible that valve sizing contributed to the reported event. However, this cannot be confirmed. The reported off-label use is due to the patient having an existing surgical valve. There is no indication of a product quality issue with regards to manufacture, design, or labeling.